Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified distal internal carotid artery. An emboshield nav6 embolic protection device (epd) was used; however, the filtration element was unstable and would not remain in the lesion after deployment. Additionally, the delivery catheter became stuck with the filtration element during removal. Therefore, the epd was removed as a single unit and was replaced with another emboshield nav6 epd to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties could not be confirmed due to the condition of the returned product. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined that the reported difficulties were likely due to case related circumstances. It appears that the filter did not fully release from the delivery catheter during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified distal internal carotid artery. An emboshield nav6 embolic protection device (epd) was used; however, the filtration element was unstable and would not remain in the lesion after deployment. Additionally, the delivery catheter became stuck with the filtration element during removal. Therefore, the epd was removed as a single unit and was replaced with another emboshield nav6 epd to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.